Event description:
It was reported that on (B)(6) 2025, a 6-4mm amplatzer patent ductus arteriosus (pda) occluder was selected for implant using a 6f amplatzer torqvue delivery system. During device preparation the occluder was rotated counter-clockwise 1/8 of one turn to facilitate device release upon deployment, as per the instructions for use. It was noted during procedure that the occluder was unable to be detached from the delivery cable, even after multiple attempts. The physician did check the cable connection and the delivery cable was not at an extreme angle in relation to the disc. The decision was made to recapture and remove the 6-4mm amplatzer (pda) occluder. It's noted after recapture and removal of occluder, that the 6f amplatzer torqvue delivery system had slight warping/damage. The decision was made to replace the 6-4mm amplatzer (pda) occluder with another one of the same size and 6f amplatzer torqvue delivery system to complete the procedure. There were no adverse patient consequences reported. The patient was stable at the time of report.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed report, additional information was received that 6-4mm amplatzer patent ductus arteriosus (pda) occluder recaptured 2-3 times during procedure. It's also noted that the occluder was difficult to pull back/retract into the 6f amplatzer torqvue delivery system and resulted in damage to the delivery system. The cause for retraction difficulty is unknown.

Manufacturer narrative:
An event of retraction problem, separation failure and invaginated catheter tip was reported. The device was returned to abbott for investigation. The returned device was able to be attached and detached from the returned delivery cable without difficulties meeting requirements. It was indicated that during implantation occluder was recaptured 2-3 times. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported incident could not be conclusively determined. However, the damage found was consistent with usage of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.